Event description:
16 month old male, inradiology, suffered cardiac arrest, resuscitation unsuccessful. Expired. Left cvc catheter in place at time of arrest. X-ray 24 hours previously, showed catheter in subclavian vein. Preliminary post-mortum indicates tpn fluid in pleural spacedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was destroyed/disposed of.